Event description:
Caller reported neonate blood glucose results of 135 mg/dl on inform system 1, inform system 2 result of 56 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Event description:
Caller reported neonate blood glucose results of 135 mg/dl on inform system 1, inform system 2 result of 56 mg/dl within 10 minutes. It was reported that the lab received the strips from the nursery with no vial cap on it and tape over the top of it. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is inform system 1, medwatch with (B)(6) is inform system 2.